Event description:
A patient of undisclosed gender and age underwent an abdominal aortic aneurysm (aaa) repair procedure in 2008. During the procedure a zenith aaa endovascular graft bifurcated main body (rpn: tfb-30-88) and a zenith aaa endovascular graft iliac leg (rpn: tfle-18-54) were implanted. It was later detected that there was a gap between the zenith aaa endovascular graft bifurcated main body (rpn: tfb-30-88) and a zenith aaa endovascular graft iliac leg (rpn: tfle-18-54) that was causing an endoleak. The patient underwent an additional procedure on 07jul2023 to address the leaking and a zenith flex with spiral-z technology aaa endovascular graft iliac leg was placed to successfully repair the leak. Additional information regarding the event and patient outcome has been requested but is currently unavailable. The focus of this report is the type 3a endoleak on the zenith aaa endovascular graft bifurcated main body (rpn: tfb-30-88). An additional report will be submitted for the zenith aaa endovascular graft iliac leg (rpn: tfle-18-54) under the same patient identifier: (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D4: product lot number: 1832942. Correction: d4 product lot number, d10: concomitant product lot number. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: shmc @ riverbend annex informed cook on 07jul2023 of an event with a patient with a type 3a endoleak. The complaint device was zenith aaa endovascular graft bifurcated main body rpn: tfb-30-88 (product lot 1832942). The initial implant date was in 2008 and the following devices were implanted: tfb-30-88 (product lot 1832942) and tfle-18-54 (product lot 2049988). On (B)(6) 2023, the patient underwent a second procedure, and it was detected a gap between the main body and the iliac limb causing leaking. The physician placed a g55246, zenith flex with spiral-z technology aaa endovascular graft iliac leg, with success. The focus of this report is the type 3a endoleak on the zenith aaa endovascular graft bifurcated main body. The type 3a endoleak on the zenith aaa endovascular graft iliac leg is reported under MDR # 1820334-2023-00924. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned to the manufacturer for evaluation; therefore, no physical examinations could be conducted. However, medical imaging was provided by the facility for expert image review. The complaint of type iiia endoleak was confirmed. The endoleak was the result of tfb contralateral gate and tfle separation. The tfle was most likely 22mm in diameter. The separation was the result of aneurysm growth as indicated by the embolization glue, the short expanded tfb proximal seal zone, and the expanded left tfle/cia seal zone with its potential type ib endoleak. Type ia or ib and type ii endoleaks would have been halted by sac pressurization from the type iiia endoleak and consequently invisible on the provided cta. Provided one complete contralateral gate sealing stent overlap, the ipsilateral gate was positioned anterior the hypothetical and likely original tfb/limb path. Although the anterior location may reflect the original tfb and gate location, it also raises the possibility of less than one stent contralateral gate overlap originally or slight decrease in the ipsilateral gate overlap. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed two non-conformances reported but they were reworked and re-inspected prior to further processing. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Per the work order the device was packaged with IFU zifuprev.0. The product was produced approximately 16 years ago and is now obsoleted, therefore, the IFU of the device could not be located. The leg graft that was implanted with the tfb main body was reviewed and it states that endoleak is a potential adverse event of using the device. Based on the available information, no product returned, and the results of the investigation, a definitive root cause was unable to be established. While the cause in this case is not known, per image review, it is possible that patient anatomy/disease progression may have contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.